Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. B5 should have been reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing. The patient did report to receive medical intervention and saw a physician and was prescribed an inhaler on (B)(6) 2021. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. A1 was incorrectly entered. It is corrected on this report. In addition, section b1 should have been marked as an adverse event and b2 was left blank. Both are corrected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report. Section h6 was upated with the appropriate health effect - clinical code and health effect - impact code

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused difficulty breathing. The patient did report to receive medical intervention and saw a physician and was prescribed an inhaler on june 15, 2021. The reported event of difficulty breathing and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device was returned to the manufacturer's product investigation laboratory for investigation. During evaluation observed the unknown white deposits, unknown white debris consistent with dust found on top of blower in filter inlet from internal and external inspection. There was no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. There was no confirmation of presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has white debris and dust found on top of the blower in filter inlet. There was no evidence of sound abatement foam degradation. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section(s) d8, d9 h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.